Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for an upgrade procedure. The patient had been experiencing pacing-induced cardiomyopathy. The pacemaker was explanted and replaced successfully.